Event description:
This is the second report of multiple incorrect weight changes by this customer. These multiple alarms were observed for a replacement scale. The event was reported as a hazardous event due to the issue of fluid imbalance. Equipment status: operation unaffected.